Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh removal on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2006 and mesh was implanted; on (B)(6) 2008, obtryx and ams straight-in were implanted; and on (B)(6) 2013, advantage fit was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with transvaginal urethrolysis ( (B)(6) 2006), cystourethroscopy, hysterectomy ( (B)(6) 2006), appendectomy ( (B)(6) 2006) and posterior colporrhaphy ( (B)(6) 2008); due to stress urinary incontinence, incomplete emptying of the bladder and stage iii and IV pop.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced extrusion, urinary/bowel problems and incontinence. (B)(4) - urinary/bowel problems.